Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2020-11-24 h6: investigation summary a device history record review was performed for provided lot number 2005289 and the review did not reveal any detected quality issues during the production process that could have contributed to this reported incident. To aid in the investigation of this issue, both picture and physical samples were returned for evaluation by our quality engineer team. Through inspection of the sample, the barrel tip was observed broken. The material used to manufacture the discardit syringes has been selected and tested to resist normal conditions of use. The assembly machines have an in-line detection system that inspects all product and automatically rejects defective materials. Based on these preventive measures, we believe this incident resulted from strong conditions during use of the product. We believe that this was an isolated incident with an unlikely recurrence. Our quality team will continue to closely monitor the production process for signs of potential defect and any emerging trends. H3 other text : see h.10.

Event description:
It was reported that the bd discardit¿ ii 10 ml syringe experienced the tip/luer of syringe breaking off. The following information was provided by the initial reporter: when fitting a needle to the syringe, by making a rotating movement, the 0.5mm tip broke off cleanly at the base and remained in the needle. - syringe 2 pieces discardit 10 ml - supplier reference : 309110 - lot no.: 2005289

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd discardit¿ ii 10 ml syringe experienced the tip/luer of syringe breaking off. The following information was provided by the initial reporter: when fitting a needle to the syringe, by making a rotating movement, the 0.5mm tip broke off cleanly at the base and remained in the needle. Syringe 2 pieces discardit 10 ml. Supplier reference : 309110. Lot no.: 2005289.